Event description:
It was reported the motor failed during use. It is alleged that the handpiece got hot in the physician's hand and left a small burn at the portal site. The pt has a second degree burn.